Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video monitor and glidescope avl video baton 3-4, the image became pixilated and then cut out. The procedure was completed with another glidescope avl system, which was made available within two (2) minutes. No harm to the patient or user was reported